Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s glucose levels rose after the ilet was placed on the charger and remained off while the user slept, and when attempting to reconnect, the user was unable to attach the infusion set because the luer connector would not twist onto the ilet despite multiple attempts and rewinding the piston, which reflects a fitting problem associated with the connector/coupler component. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.